Manufacturer narrative:
Device received with no button response due to flattened button dome switch .unable to perform displacement test, self test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to intermittent button response. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level and the insulin pump buttons hard to press. Customer's blood glucose level was over 400 and 38 mg/dl. The customer also had blood glucose level of 300, 50 and 175 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.